Event description:
Patient to endoscopy from emergency room(ER) for upper gastrointestinal(gi)bleed. Intensive care unit(ICU) rn present along with general surgery team, and endoscopy staff along with gastrointestinal (gi) physician. Case started with therapeutic gif2t scope(#1). Active bleed site noted and attempts made to control bleeding. Lavage line set used with auxiliary water channel and during the case the line stopped working. Lavage set removed from the scope and tested and it worked, attached again to scope and no water flow noted. New lavage set primed and attached to the bipolar probe to use lavage down biopsy channel. Case continued until physician felt the patient's airway was at risk and the patient needed to be intubated, case suspended. The physicians decided the case should continue in operating room (or). Patient transferred to operating room(or) per endoscopy staff, intensive care unit(ICU)staff, and general surgery team. Upper endoscopy then continued in the operating room (or) with therapeutic gif2 scope (#2)and while scoping the suction valve became jammed. Multiple attempts made to remove valve and unable to do so. Gastrointestinal tech ran from operating room (or) down to endoscopy and returned with alternate therapeutic scope; the gif2t scope (#1)that had been used in endoscopy department. Water was suctioned through scope, esophagus intubated and when doctor began suctioning the patient's stomach the suction valve on this scope also jammed and was unable to be removed. Endoscopy nurse manager notified and a gastrointestinal tech sent up a non-therapeutic scope to operating room while the nurse manager obtained a therapeutic upper scope. Esophagogastroduodenoscopy (egd) scope used to continue case, difficulty visualizing active bleed site due to so much blood in stomach. Patients course of care given to general surgery and patient prepped for abdominal surgery.exploratory laparotomy done.